Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was bent, and a tear was observed, allowing for fluid to exit through the tear. It cannot be determined when or how these damages occurred. No other defects or deficiencies were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels of 18.7 mmol/l (336.6 mg/dl) with high ketones, while wearing the pod on the arm between 36 and 48 hours. The cannula was noted to be bent after removal. At the hospital, the patient was given 3 infusions of saline as treatment and a new pod was applied.